Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7132141.

Event description:
It was reported that the patients original lead placement was not covering the correct pain areas and was causing thoracic and abdominal stimulation despite multiple reprogramming. The patient underwent a revision procedure wherein the leads were pulled down. The patient was doing well postoperatively and the leads remain implanted.